Event description:
During a routine hemodialysis treatment, patient became severly short of breath. Patient had a pulse oxygen of 80% and treatment was discontinued without attempting rinseback of the patient's blood resulting in a blood loss of approximately 210cc. Patient was admitted to hospital and later discharged with a diagnosis of fluid.